Event description:
A caller reported experiencing a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support offered instructions for performing a complete pump reset, and the caller planned to reset the pump when they were ready, with a plan to follow up if the issue continued.